Manufacturer narrative:
Case information including related patient information was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a scarf surgical procedure on (B)(6) 2019 that utilized a paragon 28 monster screw system. The hx6 cannulated driver was reported broken. No further information was reported about the incident.